Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one photo taken of a fluoroscopy monitor was provided. In the fluoro monitor, two fully deployed clips can be visualized. There is no sgc or cds in view indicating the image was taken post deployment of the second clip (reported device) and removal of the cds. The top clip in the image has a clip arm angle of ~15°, while the bottom clip appears to have an arm angle of ~25°. While these are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the bottom clip in the image has a larger arm angle than the top clip. This indicates that the top clip is the first implanted clip that did not have a reported issue and the bottom clip is the second implanted clip reported for cowl post deployment. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.¿

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement it was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with enlarged atria. The first clip was deployed successfully. After deployment of the second clip, the second clip opened. The procedure was concluded with a resulting mr of grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.